Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An event of heart block was reported. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that a 23mm navitor vision valve was successfully implanted in a patient.

Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, an unknown size navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device. It was noted during procedure via electrocardiogram, that the patient developed a new left bundle branch block (lbbb) and first degree heart block. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. There was no annular calcification. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 4mm. There was no difficulty experienced implanting the navitor valve. The patient was hospitalized for monitoring of heart rhythm. On (B)(6) 2024, it's noted that the lbbb and first degree heart block persisted. On (B)(6) 2024, the decision was made to implant a permanent pacemaker. The cause of the patient's lbbb is attributed to the implant procedure. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.